Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced stress urinary incontinence. Additionally, she experienced difficulty emptying the bladder prolapsed uterus. She reports difficulty walking, urethral inflammation, and dyspareunia. Foreign material was observed in the vagina, with urethral scarring. A procedure was performed to remove of the vaginal sling, removal of vulvar mesh with exploration of the obturator space, urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, anterior colporrhaphy performed.